Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿does not allow for urine drainage" with a potential root cause of ¿poor interfaces with connection, occlusions (for bed/leg bags), vent blocked creating vacuum in bag (excludes non-vented bags)". The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the urine collection ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the drain bag would not drain. The bag was placed in the hospital post operatively on (B)(6) 2019. No medical intervention was reported.